Event description:
It was reported that in (B)(6) 2014 the healthcare provider (hcp) changed the bupivacaine from "4.332" to "6.99" and the patient started hallucinating. The patient went to an urgent care facility in (B)(6), and went to a pharmacist who indicated the hallucinations were likely caused by the medication. The patient reportedly saw 2 neurologists who stated they thought it was the medication as well. The medication was reduced on (B)(6) 2014 and it helped. Then on (B)(6) 2015, they ¿replaced the medication to 3.332." The hallucination, which occurred every 2 to 3 days, was that he did not recognize his house or his wife. The patient was also noted to be sensitive to drugs. On (B)(6) 2015 the patient was hallucinating about the house and had a panic attack. The patient was brought to the hospital, where they administered 5 mg of haldol intravenously (IV). Then on (B)(6) 2015, the patient was hallucinating about the wife, so the patient was brought to the hospital/ER, where the patient initially refused treatment, but was eventually administered 5 mg of haldol (IV) and in an hour, he recognized his wife. The pump system was being used to infuse dilaudid and bupivacaine. No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).